Event description:
An oncology patient was undergoing cvvhdf treatment on a prismaflex control unit (also connected was an ECMO device) when a communication alarm (code 2) was issued. This alarm requires a restart of the prismaflex control unit. The blood in the extracorporeal circuit was not returned to the patient which resulted in an estimated blood loss of 88 ml. The patient was not symptomatic but due to the patient's underlying condition the physician ordered a transfusion of packed blood cells. The treatment was restarted on a different prismaflex control unit and the patient has continued with crrt and ECMO with no further issues.

Manufacturer narrative:
The treatment data card files from the prismaflex control unit has been reviewed. The provided data card files does not contain data on (B)(6) 2014, which was the reported event date. Since the data card files do not contain data for (B)(6), we cannot confirm whether a communication alarm occurred. In any event, a communication alarm is not a failure in itself but, rather, is activated under certain circumstances, including, for example, a transient condition, and places the machine in a safe state. The prismaflex control unit was inspected by a gambro technical specialist representative after the reported event. The machine was found to be operating within manufacturer's specification. A simulated treatment was performed successfully. Gambro does not regard the submittal of this report as an admission of causation or liability.